Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was confirmed that the air/water nozzle was clogged with a foreign matter, but it was not possible to identify what the foreign matter was. The root cause of the foreign matter could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited ineffective air/water flow. The reported issue was observed while reprocessing the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the foreign material could not be removed from the channel/nozzle. This report is being submitted for the malfunction found during device evaluation (foreign material in channel/nozzle).